Manufacturer narrative:
Device evaluation summary: a disc impingement test was performed using a pulse duplicator. The pressure and flow recordings were reviewed and no valve dysfunction was observed.

Event description:
Shiley received a copy of an autopsy report which indicates this 66 y/o woman implanted with an aortic bscc heart valve was hospitalized for unstable angina and congestive heart failure. Work-up revealed pulmonary hypertension and 2+ aortic insufficiency and the pt was scheduled for aortic valve replacement although the surgery was never performed. During hospitalization, the pt did not do well and on 5/29/96, was found to be in cardiopulmonary arrest and pronounced dead. Upon examination of the heart, the ventricular side of the aortic valve was found to be 70% covered by fibrous tissue. According to the pathologist, the valve could be moved manually but not well. The final conclusion reported by the pathologist indicated that the cause of death was related to a combination of congestive heart failure and abnormal functioning of the aortic valve due to fibrous tissue ingrowth.